Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a roux-en-y procedure. The surgeon was toggling the needle through the tissue when the needle dislodged from the device. The needle was retrieved and removed from the patient. Another device was opened to complete the procedure. There was no patient injury or hazard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received one device opened by the account without the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. The jaw gap was measured and met specification. Witness marks on the bevel wall were observed. No sheering on the toggle switches was noted. The instrument was loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.